Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned